Manufacturer narrative:
No product was returned for investigation. The cause of the ventricle perforation was most likely use related and occurred while the pump was in surgical mode during a CABG procedure.

Manufacturer narrative:
The impella device has not been returned to the manufacturer. When the investigation is complete, a supplemental report will be filed.

Event description:
A 72-year-old female patient has been admitted to hospital in cardiogenic shock. An impella 5.5 cardiac pump has been inserted to stabilize the patient. Cad diagnosed and treated with CABG. During the CABG procedure the surgeon noted that the impella device perforated the left ventricle. The ventricle has been repaired with pledgeted sutures. The 4 vessel CABG procedure has been successfully completed and the patient has been stable afterwards.